Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the infection has resolved.

Manufacturer narrative:
The results, methods and conclusions codes will be included in the final report.

Event description:
It was reported that the patient experienced an infection at the ipg site. Surgical intervention took place on (B)(6) 2019 to irrigate the ipg pocket. Surgery addressed the issue.